Manufacturer narrative:
Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4). Ubd: 15-jul- 2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider via a manufacturer representative (rep) source regarding a patient who was implanted with an implantable neurostimulator (ins) . It was reported that the patient has bilateral occipital leads placed on (B)(6) 22. The physician confirmed via x-ray that the right occipital lead too low, due to possible migration. This resulted in suboptimal right sided pain relief. The patient was added on to the or schedule today to move the existing lead back to its optimal position. This was successful. Optimal paresthesia was re-established post-operatively.